Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 04/2021).

Event description:
It was reported that sometime post dialysis catheter placement, the catheter was allegedly dislodged due to failed tissue in-growth on cuff. Reportedly, the device was removed. There was no reported patient injury.